Event description:
Additional information received reported that they had been running saline at .048ml/day for approximately the past 2 weeks. On (B)(6) 2015, they were checking volumes to see if the pump appeared to be functioning. They expected 19.1ml and aspirated 20ml. Troubleshooting options were discussed with the reporter.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient experienced an under dose and had been shaking for two weeks. The pump was delivering fentanyl and baclofen. The pump previously delivered morphine. Intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information received reported a missed refill. The missed refill was 2014 (B)(6) and the alarm was heard ¿shortly after.¿ the reporter wanted to meet with a manufacturer¿s representative to get the pump checked to see if the pump was damaged or if they could refill it. The pump was empty for a month, per the reporter, and the alarm was beeping. Telemetry had not yet been performed. The reporter mentioned that on 2014 (B)(6) there had been a decrease in medications. The patient saw a healthcare professional (hcp) the day before this report and had a referral for another hcp who would contact a manufacturer¿s representative to have the pump checked out for (B)(6).